Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr result for 1 patient tested on a coaguchek xs plus meter serial number (B)(4). At 9:06 am the meter result from a capillary sample was 4.2 inr. At 9:08 am the meter result from a capillary sample was 3.1 inr. The blood used for both readings were from the same puncture site and the for the latter result the finger had to be pressed. The patient's therapeutic range is 2.5 - 3.0 inr. The customer's test strips have been requested for return. Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Customer stated they used the same fingerstick for both tests and pressed the finger to obtain the blood. For a second measurement a new puncture of a different finger is mandatory. This is covered in product labeling.